Event description:
It was reported that during a thoracoscopy procedure, the surgeon was removing a lobe of lung and the stapler locked out and jammed when he attempted to fire the device. The correct cartridge was in device so we think somehow the lockout was initiated on the cartridge when it was loaded in device. The jammed stapler was removed and another device was opened to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge, drivers, one piece sled, release button the analysis found that one ple60a device was returned with the anvil bent upwards. It is known from the history of the device that the found condition of the anvil may lead to the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend, causing the firing stroke and the staple formation to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. An ecr60b cartridge reload was received loaded on the device. The cartridge reload was received partially fired fully fired 4/5 consistent with an incomplete or interrupted cycle. In addition, the cartridge deck was found damaged where the firing stopped. In order to verify the condition of the internal components of the reload, it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens, the cartridge becomes indented; therefore, there is not enough space for the sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. Furthermore, the clamping mechanism was noted to be damaged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position.